Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth said it seems like the pw has no suction and urine is staying in pouch and not getting into canister. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with male wicks)

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth said it seems like the pw has no suction and urine is staying in pouch and not getting into canister. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with male wicks).